Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 28-year-old female patient who had essure (batch no. D08061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included attention deficit/hyperactivity disorder. Concomitant products included colecalciferol (vitamin d) since 2013 and ibuprofen since 2013. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 8 days after insertion of essure, the patient experienced dyspareunia ("painful intercourse"), menorrhagia ("abnormal menstrual bleeding/prolonged menses"), vaginal haemorrhage ("abnormal vaginal bleeding") and pelvic pain ("pelvic pain"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced migraine ("migraine headaches"), alopecia ("hair loss"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and weight increased ("weight gain"). The patient was treated with surgery (underwent a laparoscopic bilateral salpingectomy to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, back pain, dyspareunia, migraine, allergy to metals and nausea had resolved, the alopecia, menorrhagia, fatigue, headache and weight increased was resolving and the vaginal haemorrhage, tooth disorder and pelvic pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: beginning sometime in (B)(6) 2016, plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Weight: 180 lbs. (B)(6) 2016 (per pfs) hysterosalpingogram: one tube was occluded and the other one was not. There were 3 coils into the uterine cavity after the removal of the insertion device on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: fallopian tubes were bilaterally occluded (B)(6) 2016-surgical pathology report bilateral salpingectomy: unremarkable fallopian tubes. Gross description: also within the formalin container are multiple portions of silver metallic coiled wires. These wires range in length from 1.3 to 6. 1 cm. Several portions of these wires have been pulled straight from their original coiled confirmation. Current weight: 189 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 28-year-old female patient who had essure (batch no. D08061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included attention deficit/hyperactivity disorder. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 8 days after insertion of essure, the patient experienced dyspareunia ("painful intercourse"), menorrhagia ("abnormal menstrual bleeding/prolonged menses"), vaginal haemorrhage ("abnormal vaginal bleeding") and pelvic pain ("pelvic pain"). On (B)(6) 2016, the patient experienced migraine ("migraine headaches"), alopecia ("hair loss"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), allergy to metals ("nickel allergy") and weight increased ("weight gain"). The patient was treated with surgery (underwent a laparoscopic bilateral salpingectomy to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, back pain, dyspareunia, migraine, allergy to metals and nausea had resolved, the alopecia, menorrhagia, fatigue, headache and weight increased was resolving and the vaginal haemorrhage, tooth disorder and pelvic pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: beginning sometime in apr-2016, plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Weight: 180 lbs. (B)(6) 2016 (per pfs) hysterosalpingogram: one tube was occluded and the other one was not. There were 3 coils into the uterine cavity after the removal of the insertion device on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in july 2016: fallopian tubes were bilaterally occluded (B)(6) 2016-surgical pathology report bilateral salpingectomy: - unremarkable fallopian tubes. Gross description: also within the formalin container are multiple portions of silver metallic coiled wires. These wires range in length from 1.3 to 6. 1 cm. Several portions of these wires have been pulled straight from their original coiled confirmation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Concomitant disease, were added. Updated suspect drug indication. Events vaginal bleeding, dental problems, fatigue, headaches, nausea, nickel allergy, pelvic pain and weight gain added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), allergy to metals ("nickel allergy"), alopecia ("hair loss") and menorrhagia ("abnormal menstrual bleeding/prolonged menses"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove essure device). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, back pain, dyspareunia, migraine, allergy to metals, alopecia and menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dyspareunia, menorrhagia and migraine to be related to essure. The reporter commented: beginning sometime in (B)(6) 2016, plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: fallopian tubes were bilaterally occluded incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.